Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 16.5 cm. External abrasion was found breaching the svc cable lumen at 12.3 ¿ 12.4 cm from the connector pin consistent with friction to the device can. The cable coating was intact.

Event description:
This report is to advise of an event observed during analysis.